Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3 had reportedly failed. The field service engineer (fse) arrived at the station no failures were observed. Test software was executed, and the issue could not be replicated. The drawer was removed, and all cables were inspected and reseated. The drawer was then tested again using the test software, followed by an pharmacy test. All tests completed successfully, and the drawer was functioning normally. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was unable to be recovered. An attempt was made to manually restart the pyxis, but it was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.